Manufacturer narrative:
The customer reported, on (B)(6) 2023, "after the child was placed in the crib I walked around to the other side to do his assessment and the realized the catheter was no longer attached. Urine was flowing out of the catheter, so I removed the catheter from where it was secured to his leg and placed it in a diaper." The catheter was replaced the same day due to the reported incident. The customer reports no serious injury related to the incident. It was reported that the patient has been discharged home. A sample was returned and the defect was confirmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted

Event description:
Catheter ripped requring replacement.